Event description:
During an acl case a small fragment the distal portion of a guide sleeve broke off into the condyle of the pts femur and was not able to be retrieved. Affiliate states that they believe that the surgeon impacted the sleeve into position was opposed to drilling it into position. If this is the case and the broken fragment has not been retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.